Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter migrated with partial ingrowth cuff exposed after implanted for 50 days. Implanted (B)(6) 2009 and came out (B)(6) 2010. Catheter needed to be replaced. As of (B)(6) 2010, reportedly there is bleeding no longer to the new catheter. No sample.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.